Event description:
The fiber broke while the physician was pushing the fiber through the scope. The broken end of the fiber touched his glove, burned through the glove and the surface of his hand. The spot was very pinpoint, and depth of penetration was limited due to distance from tissue and length of time fiber activated. There was no harm to the patient.